Event description:
The customer observed falsely elevated magnesium results generated on the architect c8000 processing module for one sample. The following results were provided: (customer provided reference range 1.7 - 2.8 mg/dl). Sid (B)(6) initial result 7.53 mg/dl, repeat result 1.61 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c8000 processing module, performed troubleshooting, and determined the architect c8k cuvette segment the likely cause of the result issues. The part was cleaned, and the issue resolved. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. Data and information provided by the customer were reviewed. Return testing was not completed as returns were not available. A review of complaint and trending data for the architect c8000 processing module did not identify any similar issues as described in this ticket. Additionally review of complaint and trending data associated with the architect c8k cuvette segment did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c8000 processing module for one sample. The following results were provided: (customer provided reference range 1.7 - 2.8 mg/dl) sid (B)(6) initial result 7.53 mg/dl, repeat result 1.61 mg/dl. No impact to patient management was reported.